Event description:
During cystoscopic biopsy uretheral stricture, a fragment of metal broke off flexible cup biopsy forcep. Fragment retained in bladder. Pt had suprapubic catheter in place post-operatively. Pt sustained no injury.